Event description:
Discordant, falsely elevated troponin results were obtained on five patient samples on a dimension rxl max with hm instrument. The elevated results were reported to the physician(s), who questioned them. All results had been flagged with either abnormal assay errors or abnormal reaction errors. The samples were rerun on an alternate dimension rxl max instrument and resulted lower. The rerun results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist instructed the customer to change the flex cartridge, which the customer did. After observing error flags on additional samples, a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the windows, replaced sample and reagent probes, replaced heterogeneous module (hm) wash cassettes, calibrated hm mixers, and adjusted the probe to hm alignments, which were too low. The cse then ran several troponin tests, all of which resulted without errors. Quality controls were run, all of which were within range. The cause of the discordant, falsely elevated troponin results is unknown. As per the dimension rxl max operator's manual, samples that result with abnormal reaction flags or abnormal assay flags cannot be reported. The discordant results were all flagged and the cause of the results being reported to the physician(s) was failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.